Event description:
The customer reported to olympus, there was no image on the endoeye flex deflectable videoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The image disappeared at an angle due to a faulty electronic board and a disconnected/short-circuited image sensor cable. Scratches were found throughout the device. The adhesive was missing on the bending section cover, the angle fixing part of the control body was loose and the water tightness was not maintained due to holes in the bending section cover. Additionally, dirt was found and switches 1, 2 and 3 and were hard to be removed and stains were on the universal cord, which had been difficult to remove and attributed to insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty electronic board and a faulty image sensor unit. Olympus will continue to monitor field performance for this device.